Event description:
Rptr stated that, in a meter-to-lab comparison, morning fast, capillary to venous, the blood glucose results were 114 and 222 mg/dl, respectively. Rptr stated she was not experiencing any symptoms. Rptr stated she had no control solution for testing.